Event description:
It is reported that the surgeon was unable to properly insert the articular surface into tibial baseplate. Another surface was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.